Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the distal tip of the fiber was not returned; the fiber proximal to fracture can rotate independently of metal cap; the metal cap exhibits severe char; the glass cap exhibits moderate devitrification at the output window; the outer flow tubing exhibits mild contamination, likely biologic. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 228 joules, the fiber was determined to no longer be usable. Gland volume: 70 ml, time expended: 10 minutes.

Event description:
It was reported that at 360,000 joules, the fiber was determined to no longer be usable. The procedure was completed using an alternate procedure (turp). Outcome: "no damage to the patient" - there was no injury reported. Gland volume: 60 ml. Time expended: 92 minutes.